Manufacturer narrative:
(B)(4). Method: the complaint rt132 infant continuous flow breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and the knowledge of our product. Results: the customer stated that the pressure line of a rt132 infant continuous breathing circuit became disconnected from the ventilator during use. Conclusion: without the complaint device. We are unable to determine what may have caused the reported failure. All rt132 infant continuous flow breathing circuits are visually inspected and pressure tested prior to being released for distribution, and those that fail are rejected. The subject rt132 infant continuous flow breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt132 infant continuous flow breathing circuit states: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." " ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Failure to comply with any of the following warnings may impair performance of the device or compromise safety (including potentially causing serious harm)."

Event description:
A healthcare facility in the (B)(6) reported, via a fisher & paykel field representative that the pressure line of a rt132 infant continuous breathing circuit became disconnected from the ventilator during use. There was no reported patient consequence.